Event description:
Prior to an evar, embolization was required of the right internal iliac artery on a male pt due to a right common iliac aneurysm. This took time to perform as it was difficult for the physician to cannulate the internal iliac and required a large number of embolization coils to occlude flow. Once the embolization was complete, the flex main body was delivered without difficulty. Cannulation of the contralateral gate was problematic because it only partially opened. It was thought that the gate was held in its position because of a laminated clot in the vicinity of the gate. Multiple attempts were made to access the gate from the contralateral (left) approach, but were unsuccessful. An attempt was made from the ipsilateral side, but was also unsuccessful. The physician prepped the pt's left arm to insert the wire guide into the aorta via the left brachial artery/subclavian, artery/aortic arch and down into the graft. The wire passed successfully through the contralateral gate, but now needed to be snared in order to bring it out the left groin arteriotomy. Once the gate was cannulated by the wire from the arm, the contralateral iliac leg graft was installed. A 32mm coda balloon was used at all seal zones and component overlaps. A complete angiogram was performed, which revealed the graft was in good position with no endoleak seen. The delivery systems were then removed and the vessels closed. Info was provided that the left arteriotomy was closed without trouble, but the physician commented that the right access vessel arteriotomy was traumatized more than usual and he would have to perform an adjunctive surgical procedure to repair the vessel. The pt outcome is unk was not provided by the reported.

Manufacturer narrative:
The device completed the appropriate design control requirements showing the device meets the design input requirements and the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the proper deployment sequence. The complaint device was shipped. Per quality control, each stent graft is inspected for key characteristics such as : the correct stents were sewn to the graft in correct locations. Cannula alignment and gold marker placement. Struts are evenly spaced around the graft. The stents are sewn securely to the graft. In addition, the loaded system is inspected for key characteristics such as; correct orientation and collapse of graft as it is advanced into the sheath. The info provided indicated that "cannulation of the contralateral gate was problematic because it only partially opened. It was thought that the gate was held in this position because of laminated clot in the vicinity of the gate." The physician was able to cannulate via the left brachial artery and both tfle devices were successfully deployed. With the info provided it is possible that unforeseen pt anatomical/physiological factors contributed to the limb partially opening. A shorter main port body may be selected during pre-implant planning if it is questionable whether the contralateral limb will open completely due to a narrowed distal aorta or the presence of thrombus or calcification. We are unable to determine the patients suitability for endovascular repair without pre-implant imaging. The physician indicated that surgical intervention was required to repair vessel trauma at the right (ipsilateral) access site. It is unk at this time when this vessel trauma occurred. The complaint correspondence indicated that the pt required embolization of the right internal iliac artery prior to the endovascular repair. The physician experienced difficulty during this procedure which added a significant amount of time to the procedure. The vessel trauma most likely occurred due to a combination of the initial embolization procedure and the continued difficulty described during the event. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode will remain at an acceptable level. Further action not required at this time.